Event description:
Report received of an undocumented number of undocumented incidences of cassette alarms. The customer reported that during set-up the plum xl infusion pumps were sounding audible alarms and displaying the message "cassette". The incidences occurred during the set-up of the pump and tubing in the labor and delivery unit and a medical unit. There were no reported delays in critical therapy or adverse pt events. Though requested, there was no further info available.